Event description:
It was reported that the pump touchscreen had an unresponsive area in top right corner, requiring multiple presses to respond. There was no reported adverse impact to the customer. The customer declined further follow up from tandem technical support. No additional information was provided.